Event description:
It was reported that there was a motor stall that never recovered. The patient experienced increased spasticity associated with the event. Diagnostic testing or troubleshooting included checking the logs. The product issue was not resolved, nor was the cause of the issue determined. As a result of the event, the patient was hospitalized and the pump was explanted and replaced. The patient status was reported as ¿alive ¿ no injury.¿ the pump was being used to deliver lioresal. As of the report on (B)(6) 2014, the patient was ¿fine¿ and the pump was to be sent by (B)(6) 2014.

Manufacturer narrative:
(B)(4).